Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys insulin, a second patient sample tested with roche diagnostics elecsys anti-tg, and a third patient sample tested with the elecsys prolactin assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The first sample initially resulted in an insulin value of < 0.200 accompanied by a data flag, which repeated as 4.63. No units of measure were provided for this test. The second sample initially resulted in an anti-tg value of < 10.00 iu/ml accompanied by a data flag, which repeated as 25.35 iu/ml. The third sample initially resulted in a prolactin value of 0.123 ng/ml accompanied by a data flag indicating carryover on 03-may-2022. The sample repeated as 20.51 ng/ml on the same day. The prolactin reagent lot number was 526543, with an expiration date of june 2022. The insulin reagent lot number was 529408. The reagent expiration date was requested, but not provided. The anti-tg reagent lot number was 595368, with an expiration date of february 2023.

Manufacturer narrative:
The customer noted the analyzer pipette did not enter the center of the tube when sampling and was close to the tube wall. The field service engineer adjusted the pipette. No further issues occurred after this action. It was determined that the customer was not replacing the pinch valve tubing on the analyzer. The customer was using 13 mm. Diameter tubes, but did not use rack adapters required for 13 mm. Diameter tubes. The investigation determined the service actions resolved the issue.